Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was thigh. The infusion set was in use for 3 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.